Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc., (isi) for failure analysis investigation. Patient side manipulator (psm) part number 380079-08 and serial number (B)(4): engineering found that the psm failed viscous friction for axis-2, and axis-1 was borderline. Both harmonic drives were replaced. The arm also failed the in-house weighted brake drop test. The a2 brake was replaced to address this fa finding. The arm was upgraded to 380900-02 with the newest brakes, brake gears, brake bearings and brake shaft. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred. If this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
An error message of 23020 occurred in the error logs. No patient involvement or impact occurred. The patient side manipulator is an instrument arm which is located on the patient side cart that provide the sterile interface for the endowrist instruments. While onsite conducting preventative maintenance (pm), patient side manipulator 2 (psm) serial number (B)(4) failed the friction test viscous drag test on axis 1. Parts were replaced to correct problems found during pm. The system tested and verified as ready for use.